Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies.

Event description:
A medtronic rep stated that she observed the monitor display searching for input 3 separate times during a cranial case. The surgeon was not actively navigating when this occurred, however, it did occur once in the navigate task. The medtronic rep was able to move the mouse to bring the display back. The surgeon continued the procedure with the use of the stealthstation. There was no impact on the pt outcome.